Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent a revision procedure wherein the paddle lead was replaced and relocated. The patient was doing well postoperatively. The explanted lead was discarded.